Event description:
Testing performed by the manufacturer on the softclix lancet device returned by customer found that the lancet does not retract, but protrudes beyond the cap after firing. No adverse event was reported by the customer. Replacement product was sent.